Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed to load a new cartridge, which they did successfully, allowing them to resume insulin without further issues.